Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a needle through the catheter. The following information was provided by the initial reporter: "the guide (mandrel) broke through the plastic tip, the needle was outside the guide."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1018774, medical device expiration date: 2023-12-31, device manufacture date: 2021-01-18, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.